Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was implanted during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6) 2014. Reportedly, the stent was being placed to treat a ¿very vascular¿ tumor in the esophagus. According to the complainant, after stent deployment, the physician attempted to reposition the stent by grasping the retrieval suture. However, when the physician changed the position of the forceps, the stent was pushed into the stomach. The physician made a second attempt to grasp the retrieval suture, but the suture broke. The stent was left in the stomach and the procedure was completed with another wallflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿okay¿.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a technical analysis could not be performed. The most probable root cause classification of this investigation is operational context.  This is defined as a complaint that is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.    A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.